Event description:
An administrator reported endophthalmitis following a vitreoretinal procedure. Additional information has been requested. This is the fifth of six reports for this facility.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).